Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care provider regarding the patient. It was reported that according to a medical report, the patient had good pain relief with the spinal cord stimulation, but had issues charging the battery. The report said that it took the patient more than 6 hours to charge it. There were no patient symptoms or complications reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who reported it takes hours to charge their ins and indicated their ins keeps moving inside of them. The patient reported their health care provider wants to replace their ins. No symptoms were reported at this time. No further complications reported at this time and/or anticipated at this time.